Event description:
It was reported the patient developed a "big lump" over the implant site. An infection developed. The device was removed due to the infection. No patient symptoms were reported. The patient returned home following explant of the device. An external tens unit was now being used to treat the patient's pain for which the device had been implanted. Additional information has been requested.